Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was getting treatment from a tens unit at the time of the shock. Technical services discussed that the noise stopped when the therapy from the tens unit was stopped. Later, it was reported that the patient received another inappropriate shock due to oversensing of noise. There were no additional adverse patient effects. The system remains implanted.